Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that one valved cannula leaked during a procedure. The surgeon opened a new pack of cannulas and used a cannula plug in order to complete the procedure. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
One opened trocar assembly was received for the report of leaking. The returned sample was visually inspected and was found non-conforming with an open valve. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigations discussed. (Only use if lot identified as part of recall). The manufacturer internal reference number is (B)(4).